Manufacturer narrative:
The baxter technician found the CPR valve needed to be replaced. Per the hillrom service manual the totalcare bariatric bed and totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Baxter technical support provided the account the part number of the CPR valve that needs to be replaced to resolve the issue. The account will repair the bed themselves. Baxter technical support contacted the account two additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the CPR function was inoperative. The bed was located at the account. There was no patient/user injury reported.